Event description:
His situation was very complicated. He died of sepsis due to 3 different bacterial strains growing from his blood, but had dic, acute renal failure, and (crs) cytokine release syndrome / (icans) immune effector cell associated neurotoxicity. His story was odd in that he had anuric renal failure develop with his crs relatively early requiring dialysis start then developed icans and was improving from a persistent decreased level of consciousness but then developed sepsis. On the day of his death, dic (disseminated intravascular coagulation) was noted and his dialysis line clotted, which lead to several hours without continuous dialysis, his bp and ph dropped, eventually was on 5 vasopressors before dying. This was indirectly related to his cart-cell toxicity.